Event description:
It was reported that leakage occurred during use with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, "the worker began filling a syringe and during the filling the syringe plunger was released and the filling fluid was spilled. The workers reported the incident and then entered to examine the phenomenon. We found that when inserting the needle in some of the syringes there is resistance and as a result of the filling the air has no way out and the test is released."

Manufacturer narrative:
H.6. Investigation: a total of six samples were returned to our quality engineer for investigation. The product was visually inspected, no damage or molding defect was identified that could have contributed to the reported malfunction. A device history review was performed for the lots 1807207, 1807267, 1901217, no deviations or non-conformances were identified during the manufacturing process related to this issue. Tip and thread verification tests along with leakage testing is performed during manufacturing according to procedure. Samples were inspected and found to be within specification, syringes were successfully connected to a 18ga x 1in needle without issue and no leakages were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1807207. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-07-09. Medical device lot #: 1810267. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, "the worker began filling a syringe and during the filling the syringe plunger was released and the filling fluid was spilled. The workers reported the incident and then entered to examine the phenomenon. We found that when inserting the needle in some of the syringes there is resistance and as a result of the filling the air has no way out and the test is released."